Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other mitraclip is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first mitraclip xtr clip was successfully implanted. The second mitraclip ntr cds was advanced to the mitral valve. The team asked anesthesia to reduce the tidal volume to 250 before crossing the mitral valve. During grasping with the ntr cds, the tidal volume was changed to 500 without communication from anesthesia. The ntr clip moved suddenly in the lateral commissure, catching on anterior chordae. This resulted in the first clip detaching from the anterior leaflet and remaining attached to the posterior leaflet (slda). The ntr clip was able to be implanted, stabilizing the slda clip and reducing the mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. All available information was investigated, and a definite cause for the reported single leaflet device attachment (slda could not be determined. There is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.